Manufacturer narrative:
Electrode belt. Battery pack 2007. Device evaluation summary: device evaluations of electrode belt and battery pack have been completed. The reported problem was confirmed. Battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. Upon further inspection, the electrode belt connector plastic was completely missing. The pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the missing connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged battery pack and electrode belt. The patient received a replacement battery pack and electrode belt.

Event description:
The mother of a male patient contacted lifecor customer support to report that the electrode belt connection had come off and was stuck in the monitor. She also reported that the battery pack had to be taped into the monitor. Support sent a patient services representative (psr) to replace the electrode belt and battery pack.